Event description:
It was reported that the patient presented in hospital feeling dizzy. The atrial lead was dislodged due to twiddlers syndrome resulting in loss of capture. The lead was explanted and replaced. The patient was fine post procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.